Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). It was reported that they had heard of other reps with different impedance issues. They had no further information / details to provide regarding those different impedance issues. No symptoms were reported. No further sources to follow up are known at this time. No further complications were reported or anticipated.